Event description:
It was reported, the valve was explanted due to severe aortic regurgitation observed on tte. During explant, the valve was seated normally and the leaflets appeared to be elongated. The pt's annulus was extensively debrided of calcification and another MFR's smaller 23mm bioprosthesis was implanted. Intraoperative tee showed a significant jet coming from the aorto-mitral curtain, which was repaired with suture. Tee again revealed a jet near this area. It was decided to reclamp, remove the aortoplasty, remove the 23mm valve, perform annular reconstruction using a pericardial patch, reconstruct the aorto-mitral curtain with running sutures, and implant a smaller 21 mm bioprosthesis. Tee demonstrated a satisfactory repair. It was reported the pt tolerated procedure well and was in stable condition.